Event description:
Customer reported a no delivery alarm. The blood glucose reading was 167 mg/dl. Customer stated that she had tried different cannula lengths and stated that the insulin was not expired or denatured. She stated that the tubing was bent or kinked. Customer reported that the no delivery alarms are recurrent. She stated that the issue was not resolved with a set change. She was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.